Manufacturer narrative:
Unit unable to prime during the prime/delivery test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. No motor position encoder error alarm noted on alarm history screen. Unit received with currents in spec.no blank display. Lcd board ok. No unexpected vibration anomaly.

Event description:
The customer reported via phone call that the insulin pump had recurring motor error alarms on the morning of the call. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.